Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Device was returned for evaluation. Device evaluation found there is no alleged control unit leak, no malfunction that could cause death or serious injury, and no patient harm. This event is considered not reportable to FDA.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device was not returned for evaluation. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.